Manufacturer narrative:
Product analysis #234287619: brief description of complaint: at the start of the case, an e-21 error code occurred on the generator when staff tried to activate the wand. Staff rebooted the generator, checked the grounding pad connection, and tried 3 different wands all without resolution. Investigation conclusion: the reported issue was not confirmed. The intact¿ 15mm wand was returned in a condition consistent with the reported issue of error code 21 (motor self-test failed), as the basket was not deployed. However, the error code is related to the handle not operating as intended and should not apply to the wand itself. Additionally, the other expected 15mm wand was not returned, as a 12mm wand was returned instead. The intact¿ 12mm wand has a wire break that was evident on the indented stew leaf. However, the observation for the 12mm wand does not correlate with the reported issue of error code 21, as that should have inhibited actual deployment and capture. If information is provided in the future, a supplemental report will be issued.

Event description:
Failure found during analysis: the wire on the intact wand was fractured upon analysis. The reported issue was found during analysis; therefore, patient information is not applicable.